Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the heathcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-apr-12 revealed a lab failure regarding high battery resistance. As per the pump¿s log, the following medications were being administered at a simple continuous dose rate as of (B)(6) 2017: dilaudid with concentration 10.0 mg/ml at a dose rate of 5.295 mg/day, and bupivacaine with concentration 6.6 mg/ml at a dose rate of 3.4947 mg/day.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving compounded baclofen of an unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was replaced on (B)(6) 2017. Prophylactic removal of the pump to avoid in-vivo battery depletion was noted. The device was further noted as being returned to the manufacturer for archive/storage. The patient was without injury. No patient symptoms were reported. No further patient complications had been reported.